Event description:
(B)(4). I was implanted with a medical device implant called essure in (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 740656. My model number is ess305. This device has a three year shelf life,(B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure. - constant dull ache on lower left side of pelvis (near ovary). ((B)(6) 2010 through present). - sharp stabbing pains come and go on both sides of lower pelvic area. ((B)(6) 2010 and -; present). - migraine headaches and -; ((B)(6) 2010 and - ; present). - hair thinning ((B)(6) 2010 and -; present). - depression ((B)(6) 2011 and -; present). - panic/anxiety ((B)(6) 2011 andndash; present). - frequent memory loss and "brain fog and" and - (B)(6) 2011 and -present). -extreme fatigue and - ((B)(6) 2010 and - present). - dizziness/lightheadedness daily basis and - ((B)(6) 2010 and - present). - difficulty staying focused/concentration and - ((B)(6) 2010 and - present). - overall increased skin sensitivity - ((B)(6) 2014 - present). - heart palpitations (all heart and neuro issues ruled out) and - ((B)(6) 2013 and - present). - metallic taste in mouth and - ((B)(6) 2010 and - present). - heavy periods and - ((B)(6) 2013 and - present). - extreme bloating and - (B)(6) 2010 and - present). - ovarian cysts and - ((B)(6) 2014). I have been seen by 5 doctors. I have been diagnosed with the following conditions - ovarian cysts. - ovarian torsion. The device is still inside of me.